Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead failed to sense the intrinsic p-waves. The ra lead was not used and replaced; intrinsic p-waves were able to be sensed once the ra lead was replaced. The patient remained stable throughout the procedure.